Event description:
Caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer conducted a pump reset with guidance from technical support, and the issue was resolved as the caller successfully started their sensor session.